Event description:
The facility reports a staff member was rushing a transfer from the commode to the wheelchair. The sling was positioned under the resident's arms, pt's hands were placed in the hoist's arms, and the lift was raised. The resident's feet were not placed on the foot platform. As the lift was pulling away from the commode, the resident's feet were dragging on the floor, causing the resident to fall to the floor in a kneeling position. The pt suffered a break to pt's leg.